Event description:
Related manufacturer report number: 2017865-2024-34913. It was reported that the atrial and ventricular devices entered backup mode after a firmware update was interrupted by a loss of communication with the merlin programmer. Additionally, a false recommended replacement time (rrt) was observed on both devices. The device was reprogrammed to resolve the event the patient was in stable condition.

Manufacturer narrative:
The reported complaint of rom mode dialog during firmware upgrade was confirmed. Based on the information provided, several attempts to download and save device image by the user were seen. Because of loss of telemetry error, the operation was unsuccessful. The programmer software behavior was expected given the loss of telemetry. The root cause of loss of telemetry was unable to be confirmed.